Event description:
Reporter stated that she found the customer on the floor sweating and unconscious and she obtained a result of 39 mg/dl on the aviva system. She stated that she unsuccessfully attempted to treat the customer with orange juice and then called the emt's who arrived 15 minutes later. Reporter alleged obtaining on the customer a discrepant blood glucose result of 42 mg/dl using the aviva system compared back to back with a result of 150 mg/dl on the emt's meter when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that the emts treated the customer with a glucose injection and that she believed the emt's meter was reading incorrectly. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.